Event description:
It was reported that packaging material is thinner than other batches with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 50 separate occasions before use. The following information was provided by the initial reporter, translated from chinese to english: it's been noticed that the single unit package was much thinner than before. The hospital has concern to accept the products; they cannot accept the explanation for the lots deviation.

Manufacturer narrative:
Investigation: DHR 8148617 reviewed: packaged on july 05, 2018. At the begging of the order 20 samples were taken to measure the four corners thickness of the package, there was no value out of specification. There are no internal rejects related to the reported issue during this order. DHR 8115553 reviewed: packaged on may 01, 2018. At the begging of the order 20 samples were taken to measure the four corners thickness of the package, there was no value out of specification. There are no internal rejects related to the reported issue during this order. There was a photos provided by the customer point out which package they detect more thinness and which is normal, according to those photos the customer conclusion was the following; package with batch number 8148617 it is normal and package with batch number 8115553 it is the thinness one. 5 samples of the batch number 8148617 were provided by the customer, which were evaluated, and the thickness was measured with the test method used in process. Results are in the specification defined for this material. Bd was not able to confirm the reported issue by the customer, since thickness cannot be evaluated trough a photo, and the samples provided by the customer are the ones indicated with the normal thickness.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging material is thinner than other batches with a bd q-syte¿ luer access split-septum stand-alone device. This occurred on 50 separate occasions before use. The following information was provided by the initial reporter, translated from (B)(6) to english: it's been noticed that the single unit package was much thinner than before. The hospital has concern to accept the products; they cannot accept the explanation for the lots deviation.